Manufacturer narrative:
Method: review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from the lot. Results: review of the device history records revealed 1 deviation in association with lot s11030 (lc 346927 - packaging water damage): the event is unrelated to this sub lot. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There was no repouching of the lot. Therefore, the product met acceptance criteria for qc release, including mechanical testing. Review of the lot processing history was otherwise unremarkable. (B)(4). As per surgical pathology report, (B)(6): the overall architecture appears well preserved. There is no graft degeneration. Special stains for bacteria and fungi are performed and no stainable organisms are seen. Conclusion: the complaint was not confirmed. Based on our internal investigation into the lot with no other complaints against the lot, no deviations related to the event, the pathology report that finds no degradation and no evidence of infection, the strattice device met qc criteria for product release.

Event description:
It was reported to lifecell that the physician smelled a "funny" odor upon opening the strattice device packaging material. The physician elected not to use the device and the procedure was completed with a like device with no delay.